Event description:
Medtronic received info that this bioprosthetic valve, implanted 12 days, was explanted due to a high gradient (peak 100mhg), thought to be due to a septal wall defect or left ventricular outflow track (lvot) obstruction. It was also reported that the pt had systolic anterior motion (sam) after surgery thought to be due to implanting too large a valve. At explant, large clots were removed from the left atrium. It was reported that the pt was anticoagulated. There were no abnormalities or defects found with the valve at explant. It was reported that one stent post may have been obstructing the outflow tract. The valve was replaced with a 27 mm mechanical valve. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event related to pt condition and possible pt/prosthesis mismatch. Analysis: upon receipt at medtronic's quality lab, the valve was distorted, slightly "d" shaped. The left and right cusps were stiff but flexible. The non-coronary cusp was stiff due to host tissue on the outflow. Pannus filled and stiffened the non-coronary cusp on the outflow. A remnant of pannus extended on the inflow of the right cusp adjacent to the right non-coronary inferior coaptive area. Remnants of pannus and possible clots were noted on the edge of the sewing ring. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a pt related condition. Additionally, pt/prosthesis mismatch may have contributed to the clinical observation.